Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Also see medwatch report number 1030489-2012-01372.

Event description:
It was reported that the patient underwent a fusion surgery to treat adjacent level disease. The previous fusion was extended to the sacrum/iliac (l5-s1) using interbody devices, posterior fixation, and rhbmp-2/acs. The patient did not fuse at l5-s1, and at an unknown time post-op, one of the iliac screws broke, sheared off under the tulip head. This required a revision surgery 133 days post-op to replace the broken screw, and re-attempt to fuse l5-s1. Both iliac screws were replaced and the rod was reused.

Manufacturer narrative:
Visual review confirms screw breakage at the base of the bone screw head. Severe fracture surface damage and/or smearing is noted. Cmas head inner diameter chamfer witness mark suggests possible hyperangulation of the implant while in vivo. Fracture surface examination provides some evidence of multi-modal fracture, with initial cyclic fatigue, subsequently followed by overload, as evidenced by some indication of river lines, fracture surface angulation change, and shear lips around a portion of the fracture surface. After visual, and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).